Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. It was reported that during the procedure, the balloon would not deflate completely after successful dilation and therefore could not be pulled out from the scope. Reportedly, the device was removed together with the scope, and the procedure was completed at this time. There were no patient complications reported as a result of this event.